Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m55n2a. Additional information requested and received: when the staple line did not seal, what was the appearance of the deployed staples (b-formation, irregular, legs straight, staple line missing staples)? Sleeve side b formation, specimen side staples not formed. How was the area repaired? No repair needed since it was specimen side. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Green. On which firing did this event occur (1st, 2nd, 12th, etc.)? 5 or 6. Was buttressing material utilized? If so, which product? Seamguard. How was the procedure completed? Na, specimen just removed. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No the analysis found that one plee60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge reload was received for analysis and the device performed without any difficulties noted during the functional testing. No malformed staples were noted during functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that he received a text from account that during a gastric bypass procedure, "the staple line did not seal." It is unknown what reload was used and is unknown on which firing issue occurred. It is unknown how the case was completed. There were no patient consequences reported.